Event description:
It was reported that the ventilator had a broken user interface holder. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported failure/defect could be confirmed. The user interface holder was replaced and the ventilator was returned to clinical service. The reported break could be confirmed by evaluation of a received photograph, but further analysis of the broken part has not been performed. The consequence to this kind of mechanical damage is, that the user interface gets detached and, in the worst case scenario, falls off the ventilator carrier. It is unknown under which conditions the reported panel holder broke, but exposure to forces greater than those it was tested for may lead to breakage. The ventilator system was successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts.

Event description:
(B)(4).